Event description:
It was reported by service report that the bed exit is not working due to the scale not being properly zeroed before use. The customer reported that they did not know it there was pt involvement; however, no adverse consequences were reported.